Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a "removal of kidney stone" procedure performed on (B)(6), 2010 (patient age, sex, and weight are unknown). According to the complainant, the basket was closed without a problem during the functional test prior to inserting it into the patient, but when it was opened again it was noticed that the basket had only three wires instead of four. The fourth wire "appeared to be missing completely." The fourth wire was not found in the packaging. The procedure was successfully completed with another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a "removal of kidney stone" procedure performed on (B)(6), 2010 (patient age, sex, and weight are unknown). According to the complainant, the basket was closed without a problem during the functional test prior to inserting it into the patient, but when it was opened again it was noticed that the basket had only three wires instead of four. The fourth wire "appeared to be missing completely." The fourth wire was not found in the packaging. The procedure was successfully completed with another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
Evaluation of the returned device found one of the four basket wires broken at the knot that forms the basket tip. The wire was still attached at the base of the basket. A microscopic examination revealed the broken end of the wire was reduced in diameter, indicating it was deformed from a tensile load. The deformation could have occurred during the process of tying the knot in the basket wires. The most probable root cause for this complaint is design.it is also noted that the failure of a broken nitinol basket wire that remains attached to the device is not an MDR reportable event.